Event description:
Material #305901 , batch #4207732. It was reported that the bd needle sftygld 25x5/8 rb needle pulled out of the hub. The following information was provided by the initial reporter translated from french to english: it was reported by customer that the needle detached from the plastic part. Verbatim: rcc received a complaint via email. Email(s) attached. Product name and/or catalog number: 305901 - bd safetyglide needle only, 25 g x 5/8 in. Lot number or serial number: 4207732. What is the problem you have encountered? (1 occasion) during the intramuscular injection of an animal under anesthesia, the needle detached from the plastic part and remained pricked in the muscle. The needle (only part of metal has been removed from the animal's muscle) (lot: 4207732 exp: 2029-06-30) (B)(6) 2025 (1 occasion) when inserting the needle into the septum of a bottle to remove a product the needle also detached from the plastic part (lot: 4207732 exp: 2029-06-30) (during the week of (B)(6) 2024or a little earlier) (2 occasions) when inserting the needle into the septum of a bottle to collect a product the needle also came loose. Additional information provided: the answers I received were as follows: please indicate the exact date or dates of the incident in dd-mm-yyyy format, i.e. The needle came off the base when it was inserted through the septum of a vial. The only day we can ensure the date is (B)(6) 2025. Please describe any injury, complication or adverse consequences to the patient that may be attributable to the three (3) incidents. Fortunately none because we were able to remove the needle from the patient as it was not fully inserted into the muscle. Was there a liquid leak during the 3 incidents? We couldn¿t notice unfortunately.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.